Manufacturer narrative:
This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the architect anti-hbs assay. The customer provided the following results: (B)(6). The patient was (B)(6) during this time frame. It was indicated that the patient had a history of blood transfusion, and administration of anti-cancer drugs and plasma fibrin preparations. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lot 26594lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect (B)(6) reagent list number (B)(4), lot number 26594lf00, was identified.